Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the r1 and r2 syringe assy (7-77650-08), which resolved the issue. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the syringe assy (7-77650-08). The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. The architect I system service manual contained adequate information for the troubleshooting, removal, replacement and verification of the arc syringe assy (7-77650-08). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I serial number (B)(6) , or the arc r1 and r2 syringe assy.

Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(6) combo results on one patient. The results provided were: on (B)(6) 2021 (B)(6). There was no reported impact to patient management.